Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of this investigation.

Event description:
Reportedly the lens was explanted due to dislocation 6 years post-implant. Vitrectomy was performed. An anterior chamber lens was implanted. Additional information regarding the event and patient's prognosis was requested but has not been received.

Manufacturer narrative:
Visual inspection of the returned lens found both haptics were bent. The cause of the damage cannot be determined. Further functional testing could not be performed due to the damage. Device history records (DHR) review was also performed and no abnormalities or discrepancies were found. We were unable to get further information about the lens dislocation. Therefore based on the information provided the root cause of this event cannot be determined.